Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 at 12:34 am. The customer blood glucose level was 557 mg/dl at the time of hospitalization. The customer was treated with insulin drip. Customer did allege pump was under delivering. The device will not returned for analysis.